Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged and dropped into the right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event